Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 508 mg/dl in the setting of an occlusion alert on the infusion set, which was resolved after the caregiver performed a supply change. The event is consistent with an obstruction of insulin flow associated with the connector/coupler of the infusion set. Symptoms included no clinical signs, symptoms, or conditions documented beyond the reported hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.